Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I have only had experience with the tubing with the lot #20063453 which we sent to you. I did have another tubing yesterday that also was leaking with the same lot number. I was able to connect the tubing but was leaking along the tubing"

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage, without further information, the complaint cannot be verified and the root cause of this failure remains unknown. A device history record review for model ms3500-15 lot number 20063453 was performed. The search showed that a total of 25,203 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I have only had experience with the tubing with the lot #20063453 which we sent to you. I did have another tubing yesterday that also was leaking with the same lot number. I was able to connect the tubing but was leaking along the tubing".